Manufacturer narrative:
The lead was not explanted but was relocated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Upon interrogation, the atrial and right ventricular leads exhibited noise and were confirmed to be dislodged. The patient experienced several shocks due to p-wave oversensing. The physician suspected bad performance on the implantable cardioverter defibrillator. All the therapies were turned off and the patient was hospitalized. The leads were extracted and replaced on (B)(6) 2017. Patient was stable before, during, and after the procedure.